Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: the serial number was missing from the serial number label and the software version label was torn. Broken strain reliefs were observed on the connectors of the white power cable and the black power cable. The leds on the pump running symbol were observed to be dim. A green fluid substance consistent with fluid ingress coating the protective layers of the white power cable and black power cable. A green fluid substance consistent with fluid ingress was observed on the insulation jacket of the white power cable and the black power cable inner wires. The reported event of frequent atypical low voltage alarms was not confirmed. The reported event of damaged power cables was confirmed via evaluation of the returned heartmate 3 system controller (serial number: (B)(4)). Visual inspection of the heartmate 3 system controller (serial number: (B)(4)) revealed tape on both power cables. The tape was removed and tears were observed along the white power cable and black power cable; there were exposed wires on the black power cable. The returned controller operated a mock circulatory at the set speed without any atypical alarms produced, including when the power cables were manipulated by hand. Slightly raised resistances were observed on the black power cable; this is consistent with early stages of conductor breakdown on the black power cable. The controller was tested with the returned modular cable (lot number: 52980544). The log file downloaded from the returned controller and the submitted log file contained approximately 8.5 days of data combined ((B)(6) 2022 ¿ (B)(6) 2022 per the timestamp). The log file data did not indicate any issues with the controller as no atypical alarms were observed. Low voltage advisory alarms observed on the controller were associated with regular battery depletion. The driveline was disconnected on (B)(6) 2022 at 10:23:46 to exchange the system controller the pump maintained a speed above the low speed limit while the driveline was connected. The root cause of the reported events could not be conclusively determined through this analysis. Although the reported alarms were not observed on the log file or during testing of the returned controller, conductor breakdown on the black power could result in the reported alarms activating. It should be noted that the heartmate 3 system controller was shipped to the customer on (B)(6) 2018. The product life of a system controller is a minimum of 3 years from the date of first use. Heartmate 3 instructions for use (rev. G) section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (B)(4), entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low voltage advisory/hazard, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook (B)(4), entitled "caring for the equipment", describes the importance of protecting the system controller power cables and the driveline from kinks, sharp bends, and repeated bending. Heartmate 3 patient handbook (B)(4), entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables and the driveline for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (B)(4), entitled ¿living with the heartmate 3¿, explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The heartmate 3 patient handbook (B)(4) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number hsc-063508, was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's controller was replaced due to multiple cuts and tears in the silicone coverings. Log file review captured a few low power advisory alarms that appeared to be due to normal battery depletion.